Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate as lot # 16092274m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. C) concomitant bwi products: product: stockert 70 rf generator us catalog # s7001 serial # (B)(4) product: coolflow® irrigation pump us catalog # cfp002 serial # (B)(4) product: carto® 3 system us catalog # fg540000 serial # (B)(4). Product: lasso® nav eco variable catheter us catalog # d134301 lot # unknown product: acunav-sterilmed us catalog # r10135936 lot # 1776422 (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a pericardial effusion. During ablation on the left ridge by the appendage, a steam pop was noted. A pericardiocentesis was performed. No cardiac tamponade or hypotension was noted. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.